Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was not obstructed. D224trk implantable cardioverter defibrillator (B)(6) 2011, 6942 implantable tachy lead (B)(6) 2000; 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the device had early battery depletion. The device was explanted and was replaced. It was also reported that the left ventricular (lv) lead dislodged. The lead was set at maximum output which resulted in capturing of the left atrium. The lv lead was explanted and was replaced. No patient complications have been reported as a result of this event.